Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a pneumonectomy, the surgeon used the vascular reload with curved tip on the pulmonary vein and artery. He said the staple lines on both the vein and artery appeared to look good. All staples had deployed and formed properly. He finished the surgery and the patient was taken to pacu. A hour and a half later, the patient was moved. At this time the patient's blood pressure dropped dramatically. The patient was taken back to the or. When the surgeon opened, the patient was bleeding internally. The surgeon said the staple line appeared to have pulled apart in the middle. The surgeon was unable to stop the bleeding and the patient died in the or. There was unanticipated blood loss of 500cc or more. Additional information was requested but not yet received.